Event description:
The customer reported that the circulatory support system (css) console exhibited "right overpressure" and "leaky pilot pressure" alarms, and the f ull eject flow waveform was off scale. The pt was switched to a backup css console without impact. The css console was returned to syncardia for evaluation. The root cause for the reported issues was verified from a previous investigation. The css console was out of calibration. The issue reported by the customer was resolved by adjusting the shims inside the clippard valve. Positional alignment of the shims within the clippard valve. Positional alignment of the shims within the clippard valve body affects the timing and shape of the flow waveforms. Typically, adjustment is not necessary. However, in some instances, it assists in bringing the waveform into calibration. After adjustment of the shims in the clippard valve, the css console passed the console test validation protocol.

Manufacturer narrative:
This calibration problem did not present a danger to the operational stability of the css console, and poses a low risk to a pt. In addition, the reported issue would not prevent the css console from performing its life-sustaining functions. Syncardia has concluded its evaluation of this complaint and is closing this file.